Event description:
A customer reported that equivocal and negative results were obtained on a patient sample containing an anti-e.

Manufacturer narrative:
In-house testing with retention lot 221012 and in-house donor samples resulted as expected. Testing performed on the customers submitted sample resulted as negative with both the antibody screening and identification assays on the echo with lot 221012. The unexpected reactivity appears to be related to the nature of the antibody in the patients sample.